Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false air in line warning. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Corrected information:  this is a duplicate of manufacturer report number 1314492-2018-03432.  All information can be found under that manufacturer report number 1314492-2018-03432.  Should additional relevant information become available, a supplemental report will be submitted.